Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus and evaluated, and the reported foreign material was confirmed. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Once the investigation has been completed, a supplemental report will be submitted with the device evaluation results.

Event description:
It was observed that during the device evaluation, the videoscope had foreign material at the light guide cover glass. There were no reports of patient involvement.